Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/08/2015:device evaluation: the pump has been returned and evaluated by product analysis on 08/19/2015 with the following findings: a visual inspection of the pump showed evidence of moisture behind the display lens due to an unrelated crack in the pump¿s casing. The pump¿s black box was unable to be downloaded due internal moisture damage. The keypad buttons were unresponsive due to moisture damage. The initial complaint could not be fully tested due to this. The pump cover was removed and evidence of moisture contamination was found throughout the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.